Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 395 mg/dl at time of incident and current blood glucose level was 566 mg/dl. The customer was treated with syringe. The customer reported that the pump was not working. Customer was able to perform high pressure test at this time. Customer husband stated that three days ago they took blood glucose and was recommended a bolus and few hours later before bed her blood glucose was still high. Customer declined to check their settings. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will be returned for analysis.